Event description:
It was reported that pump experienced malfunction alarm with code that was resettable and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.